Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing rep. Rep stated they reached out to the patient and was told there were no issues with charging or any issues that need to be resolved at this time.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was about a week ago the patient noticed a drop in charge quality and battery longevity. Before the patient could charge the implant and it would remain the charge for 1 week. Now after 2 or 3 days the patient has to recharge the implant again because the implant is losing charge very quickly. Yesterday the implant was at 100% and now it was at 80% and at night it would be at 70 or 60%. Patient verified they did not increase the stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the reps for visibility.